Event description:
A female patient underwent aaa repair in 2009. The patent had a very angulated neck. The patient received a zenith main body and two zenith iliac legs. It had been previously reported that the proximal trigger wire was not attached to the hub. The following month, the patient underwent a secondary procedure to treat a proximal type I endoleak. The physician used a zenith renu cuff to resolve the leak. The current status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings; precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria; anatomical conditions; importance of accurate placement; proper ballooning site. The initial repair was performed in 2009. A secondary procedure was performed the following month, to treat a type 1a endoleak. The complaint correspondence indicates that the patient did not meet the anatomical criteria for evar as the proximal neck was very angulated. The angle of the proximal neck could have affected the proximal sealing site, therefore, contributing to the endoleak. With the information provided there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.